Event description:
It was reported that the customer had a motor error alarm during prime. Customer cleared the alarm. Customer was not able to fill the tube manually. Customer was advised to change the complete set. Customer was asked to deliver 5 units via fill cannula and no motor error occurred. Customer has had a motor error alarm 5 times in the last 30 days. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.